Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The field service engineer (fse) has investigated the reported ventilator on-site. The fse replaced o2 gas module to resolve the issue and sent back for further investigation. After the replacement, the ventilator passed all functional and safety tests and was cleared for clinical use. The provided device logs confirm the flow transducer test failure. The air and o2 gas modules regulate the inspiratory gas flow and gas mixture. The faulty gas module may lead to stop of ventilation, low o2 or high pressure. The returned o2 gas module had been tested in a ventilator. It failed the pre-use check with the flow transducer test. The nozzle unit inside the gas module has been replaced. After that, the gas module passed the pre-use check. A mechanical pressure has been applicated on the membrane and then released. It was possible to confirm that there was a delay on releasing the feather spring from the membrane, which confirms the stickiness of the nozzle membrane. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. The conclusion is that the reported ventilator has failed to meet its specifications during the reported event. The nozzle unit should be replaced during the annual preventive maintenance or after 5000 hours of operation, whichever occurs first. Based on the analysis of the received logs, it appears that the preventive maintenance has been executed in accordance with the prescribed instructions. Consequently, the cause of the stickiness is early wear of the membrane.

Event description:
It was reported that the ventilator failed flow transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).